Event description:
It was reported that the pt's implantable neurostimulator (ins) was "defective during a procedure." No other details were reported. It was stated, the device would be returned to the MFR, but as of this report no device had been rec'd. No pt outcome was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).